Event description:
Resident was oob via recliner when, while being propelled, the left side of the recliner broke off. Resident received right temporal laceration 3 x 1 1 1/2 cm requiring sutures, left hand laceration 2 1/2 x 1 cm, and right elbow laceration 3 1/2 x 2 cm. Also complained of tooth pain.